Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and salpingitis ("chronic salpingitis") in an adult female patient who had essure (batch no. 650752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included gastric bypass, cesarean section, ectopic pregnancy, endometrial ablation, menometrorrhagia, nausea, esophagitis and gastric bypass. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included allergy to metals, obesity, paratubal cyst, genital bleeding, irregular menstruation, epigastric pain and abdominal pain. On (B)(6) 2006, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2010, the patient experienced allergy to metals ("nickel allergy/allergic reaction"). In 2011, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and back pain ("lower back pain"). The patient was treated with surgery (comment: robotic assisted laparoscopic bilateral salpingectomies, right and left essure implant, and the davinci robotic laparoscope/bilateral partial salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, salpingitis, vulvovaginal mycotic infection, migraine, allergy to metals, weight increased, abdominal pain and back pain outcome was unknown and the headache and abdominal pain lower was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, headache, migraine, pelvic pain, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure sterilization, hysteroscopy. D&c. Thermal balloon ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Historical condition added. Event headaches outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and salpingitis ("chronic salpingitis") in a female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included allergy to metals. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (the davinci robotic laparoscope/bilateral partial salpingectomy with removal of essure devices) and surgery (comment: robotic assisted laparoscopic bilateral salpingectomies, right and left essure implant,). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and salpingitis outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received, reporter added, aka added, demographic added, product information updated, concomitant condition added- metal allergy, event added per mr: chronic salpingitis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and salpingitis ("chronic salpingitis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's past medical history included gastric bypass, cesarean section, ectopic pregnancy and endometrial ablation. Concurrent conditions included allergy to metals, obesity and paratubal cyst. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2010, the patient experienced allergy to metals ("nickel allergy/allergic reaction"). In 2011, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (the davinci robotic laparoscope/bilateral partial salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, salpingitis, vulvovaginal mycotic infection, migraine, allergy to metals, weight increased and abdominal pain outcome was unknown, the headache had resolved and the abdominal pain lower was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, headache, migraine, pelvic pain, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. Concomitant condition added. Following events : infection (bladder/ urinary tract/vaginal) type: yeast infections, migraines, headaches, nickel allergy/allergic reaction, weight gain, abdominal pain, cramping, plaintiff did not undergo essure confirmation test were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and salpingitis ("chronic salpingitis") in an adult female patient who had essure (ess205) (batch no. 650752-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included gastric bypass, cesarean section, ectopic pregnancy, endometrial ablation, menometrorrhagia, nausea, esophagitis and gastric bypass. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included allergy to metals, obesity, paratubal cyst, genital bleeding, irregular menstruation, epigastric pain and abdominal pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2010, the patient experienced allergy to metals ("nickel allergy/allergic reaction"). In 2011, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and back pain ("lower back pain"). The patient was treated with surgery (comment: robotic assisted laparoscopic bilateral salpingectomies, right and left essure implant, and the davinci robotic laparoscope/bilateral partial salpingectomy with removal of essure devices). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, salpingitis, vulvovaginal mycotic infection, migraine, allergy to metals, weight increased, abdominal pain and back pain outcome was unknown and the headache and abdominal pain lower was resolving. The reporter provided no causality assessment for salpingitis with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, headache, migraine, pelvic pain, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: essure sterilization, hysteroscopy. D&c. Thermal balloon ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Most recent follow-up information incorporated above includes: on 21-jan-2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In(B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.